Event description:
The family member called to report that the customer was hospitalized for dka. It was indicated that the md believes the cause for the event was a site issue and not pump related. The programming on the pump was accurate. It was conveyed that the customer may want to try an insertion device while inserting infusion set. Also, the family member was instructed to advise the customer to follow the two hbg rule.